Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently, customer enters a blood glucose value into the pump and the value is not reflected in the pump data. Customer was unable to troubleshoot the issue with tandem technical support as the issue occurred in the past. There was no reported adverse impact to the customer.